Manufacturer narrative:
The tech found the latch screw was missing. He replaced the latch screw to repair the stretcher.

Event description:
Info received indicates the siderail would not latch in the up position.